Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. No error message was displayed on the generator when the device was activated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the electrode was prepped and set up as per instructions. Before inserting an electrode percutaneously into the patient, electrode was primed. After starting of ablation for about 30 seconds, the following error showed on screen: electrode one: not cooling properly. Check water supply and connections. Temperature of the electrode at the time was 29-30°c. Troubleshooting of problem done: water tubing was checked - no signs of leakage were seen. Running the water pump - water flow was normal, but electrode temperature still remained the same at 29-30°c. Cauterization was done and an electrode was taken out from the patient. Then new chilled saline was replaced and an electrode was primed once more. Electrode temperature still remained at 29-30°c. During priming, no leakage on electrode were seen. The rfa1520 electrode was disconnected and a new rfa1030 electrode was used to treat the patient without any issues in the cooling system. There was no patient injury.